Manufacturer narrative:
Selenia: system shutdown during a stereo procedure. On (B)(6) 2024, the customer reported that the selenia shutdown during a stereo procedure and upon rebooting the c-arm rotated by itself. The field engineer (fe) was dispatched to the customer site and found the rotation switch was stuck and the rotation pot had wires disconnected. The fe adjusted the rotation switch, so it moves freely and replaced the rotation pot to resolve the issue. No patient or user injury was reported. A review of the device history showed the issue did not recur after the switch was adjusted and the rotation pot was replaced. The rotation switch was 5,311 days old at the time of adjustment and the rotation pot was 5,311 days old at the time of replacement. The parts were not returned for further investigation. Further investigation could not be performed as the parts were not returned. Based on a review of the complaint, the probable cause is due to the rotation switch getting stuck and the disconnected rotation pot wires. The parts were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints related to uncommanded motion. The complaint review identified the rotation switch was original to the system therefore, the DHR was reviewed. There were no discrepancies related to the rotation switch. System product code: rm-sel-00011, serial number: (B)(6), system manufacture date: 8/31/2009, system installation date: (B)(6) 2009, unique device identified (UDI): n/a- this system was manufactured prior to the FDA¿s UDI rule (2013-23059) published in 2013 and effective for class ii systems (such as the selenia) starting (B)(6) 2016 therefore no UDI exists.

Event description:
It was reported that on (B)(6), the selenia shut down during the middle of a stereo procedure, and upon rebooting c-arm rotated on its own past 180 degrees. A field engineer examined the devices and found that the detector rotational switch was stuck, the field engineer replaced the rotational pot and recalibrated c-arm zero and the system passed all tests and met the manufacturer's specifications. No injury to the patient or user was reported.